Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that a spaceoar placement procedure was aborted. During the injection, the injection needle became clogged. After the saline injection, the saline syringe was removed, and the hydrogel kit was placed onto the needle. However, during the exchange, the applier's hand inadvertently moved the needle. Consequently, when the saline syringe was attempted to be injected again, an obstruction was noted, indicating a blockage in the injection needle. A second hydrogel kit was attempted to be used, but due to the patient's anatomy and the inability to perform effective hydrodissection, the procedure was ultimately aborted. The patient was under general anesthesia when the procedure was canceled. No patient complications were reported as a result of this event.